Event description:
It was reported that a patient experienced a connection issue between the transfer set and titanium adapter. This occurred during peritoneal dialysis therapy during an unknown process step. The connection issue was described as the "transfer unit" falling off and the patient did not notice. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.